Event description:
On or about (B)(6) 2017, plaintiff underwent placement of the angiodynamics smartport, catalog number ct96stsd, lot number 5089596. The device was implanted by dr. S. Reid, at richland memorial hospital, in olney, illinois, for the purpose of ongoing treatment for her lupus. On or about (B)(6) 2022, plaintiff's port malfunctioned and it was determined it must be removed. Unfortunately, the port fractured and could not be fully removed from her body; leaving part of the device in situ. As a result of having the smartport implanted, plaintiff has, allegedly, experienced significant pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to, obligations for medical services and expenses.

Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured and detached cannot be confirmed. No port/catheter tubing device was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Device history record (DHR) review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, (16608102-01) which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Potential complications: catheter fragmentation, catheter pinch-off and drug extravasation (leakage). Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. The following statements reference making the catheter connection to the port housing: - insert catheter into sheath. Position the distal end of the catheter at the desired location. Peel away sheath while withdrawing it from vessel. Care should be taken not to withdraw catheter as sheath is removed. Catheter position should be confirmed radiographically. Secure catheter in place. - trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. - slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).